Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and did find an error code in the log. However, the fse did not duplicate the customer reported issue. The ventilator passed self-testing.

Event description:
Report received that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.